Event description:
It was reported that the patient step plate on the entire tripod had broken off at the back. The device was in clinical use and there was no harm to the patient or user.

Manufacturer narrative:
Reference ID: (B)(4). Digitaldiagnost r4x is an x-ray system for digitally controlled fluoroscopy and radiography. For anatomies larger than the detector size, the system can acquire a series of images that are combined using the image stitching software. To support patient positioning during these examinations, a patient support for stitching is provided. The patient support includes a folding footboard connected to the frame by hinges and a gas spring. The footboard can be folded and secured for transportation. Philips received a complaint on digitaldiagnost r4x indicating that the patient step plate on the entire tripod had broken off at the back. The device was in clinical use and there was no harm to the patient or user. The remote service engineer (rse) reviewed the complaint and reproduced the reported issue. The field service engineer (fse) subsequently inspected the patient support and confirmed that the mounting on the retaining plate had detached and the cast iron mounting section was fractured. Due to the nature of the damage, the retaining plate and gas spring assembly could not be repaired. The patient support for stitching was replaced, and functional testing confirmed that the device met specifications and was returned to service. A good faith effort (gfe) was completed with the fse to further clarify the failure. The fse confirmed that the malfunction was not caused by user misuse or external impact. The gas spring remained functional. The mounting bracket on the underside of the base plate had fractured together with the surrounding material. Review of the photographs provided by the fse did not indicate evidence of external impact or overload. Based on the technical assessment performed by the research and development team, the most probable failure mechanism was progressive structural degradation of the mounting area following long term service. Considering the installation date of 2016 and more than ten years of field use, the condition is attributed to age related material degradation and cumulative structural wear, which gradually reduced the load bearing capacity of the mounting interface until fracture occurred. The affected unit is an older design incorporating a single gas spring configuration, which results in higher localized loading at the mounting interface during long term use. The current design incorporates two gas springs and an improved mounting structure to provide better load distribution and enhanced long-term robustness. Based on the available information and the technical investigation, the reported event was caused by progressive structural degradation of the mounting area due to long-term age-related material degradation and cumulative structural wear, resulting in fracture of the mounting interface. The defective patient support for stitching was replaced, functional testing confirmed normal operation, and the device was returned to service.